Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the insulin on board was not updating and they delivered an additional bolus subsequently decreasing their bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that insulin on board was updating as expected.